Manufacturer narrative:
The insulin pump was received with a blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, reset error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm and low battery alert due to blank display. The insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with a cracked case at the display window corner,cracked reservoir tube lip, minor scratches to the display window and crackedbattery tube threads.(B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error and then had a blank display after replacing the battery. The blood glucose reading was not known. The insulin pump had not been dropped, bumped or exposed to moisture and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. The display did return with the insertion of a new battery. The drive support cap appeared normal and the customer was able to rewind the insulin pump. An additional motor error alarm was noted in the insulin pump history. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.